Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2018, the patient received a successful prostatic urethral lift (pul) procedure and discharged without a catheter. The patient returned the following day to have a catheter placed due to urinary retention with complaints of constipation and straining during bowel movement. Within 36 hours post procedure, the patient presented to the emergency room with discomfort in the abdomen and pelvic pain. He was admitted to the hospital for low hemoglobin and hematocrit (values unknown). A CT scan was performed revealing a hematoma. The patient had an embolization and required blood transfusion. A robotic open procedure was performed to remove the hematoma. The patient did receive IV antibiotics in the hospital, but it¿s not known whether for prophylaxis or confirmed infection. Total length of hospital stay was 10 days with 7 days in the ICU. The patient was seen again around (B)(6) 2019 and reported to be doing well.